Event description:
This 67-year-old woman with a previously implanted subcutaneous ICD (boston scientific, 2024 for history of arrhythmogenic right ventricular cardiomyopathy and multiple episodes of passing out) was seated, at home, using a personally purchased abdominal electrical stimulator (that appears was not marketed legally with FDA clearance) and received a defibrillator shock that was uncomfortable but did not harm her. She turned off the abdominal stimulator immediately.